Manufacturer narrative:
Missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings; missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Findings: missing segments due to cracked lcd zebra connector, however pump passed the operating currents measurement, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly. No damage in keypad assembly noted. Inspected the on lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display and a keypad anomaly. The customer¿s blood glucose was 109 mg/dl at the time of incident. Customer stated that there is a black line on the insulin pump. Customer also reported that the insulin pump buttons does not work at times. The customer stated that the insulin pimp was dropped and bumped. No keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.